Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged package occurred before use with a syringe 1ml ls 25ga 5/8in chin graphics. The following information was provided by the initial reporter, "when opening the package, the tear along the tear gap of the product single package is not uniform, causing the adjacent product packages to be damaged." 30 occurrences were reported.

Event description:
It was reported that a damaged package occurred before use with a syringe 1ml ls 25ga 5/8in chin graphics. The following information was provided by the initial reporter, "when opening the package, the tear along the tear gap of the product single package is not uniform, causing the adjacent product packages to be damaged." 30 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one photo was returned for evaluation. From the photo, observed individual and torn blister packages due to difficult to tear issue. Sample evaluation: 18 actual samples with individual blister packages was returned for investigation. The samples was not decontaminated. From the returned samples, observed the perforation sealing area is peel off. The return actual samples sealing area is peeled off due to unclear perforation cut lines, caused the full blister tear to not be achieved resulting in difficult to tear apart. A device history record review found no non-conformance's associated with this issue during production of this batch. Conclusion: package difficult to tear and poor perforation. At the primary packaging perforation station, there is a perforation knife to create perforated cuts. Probable root cause could be due to perforation knife wear and tear, causing the unclear perforation cut lines. This caused difficult to tear apart blister packages and resulted in top web paper torn and sealing area peel off. The production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to the next process.